Event description:
Right knee pain, right knee swelling; right knee hot, unable to put weight on right foot. Info was rec'd on 02/22/2007 from a female pt with a history of arthritis in the right knee. The pt rec'd a series of three synvisc injections into the right knee, three weeks of 2006 (exact dates not provided). Following the first synvisc injection, the pt experienced pain in her right knee that was more severe than the pain she had prior to receiving synvisc. After the second synvisc injection, the pt experienced swelling of the right knee which became severely painful to the point that she had to use a cane to walk. The pt described the right knee pain as "knives in her right knee." After receiving the third synvisc injection, the right knee pain worsened even further, and the pt was unable to put weight on her right foot and had to keep using a cane to ambulate. The pt stated that her right knee became more swollen and very hot, and the right knee pain became more and more severe with time. In 2006, she was seen by her physician and he injected "a combination of medications including cortisone" into her right knee. Subsequently, the heat and the swelling in the right knee decreased, but the right knee pain remained severe. The pt stated that because of the severe pain, she was unable to go to work less than six months between 2006 and 2007. The pt was seen by a knee specialist in 2007 and was prescribed physical therapy, glucosamine and acetaminophen. Six weeks later, the pt was able to walk but still used her cane occasionally and the right knee pain had decreased, but it was still worse compared to before getting synvisc.